Event description:
It was reported that the catheter shaft broke. An expo guide catheter was selected for use. During the procedure, the end piece is breaking loose. No patient complications were reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2023 as no event date was reported. E1 initial reporter address 1: (B)(6).